Event description:
It was reported that this inflatable penile prosthesis (ipp) presented visible migration of cylinder. The ipp was explanted, and a new cylinder channel was created and new ipp was implanted. There were no patient complications reported.